Event description:
(8/21/2006) mdrf received from patient tracking infection listed as reason for explant of system. Pt now has cylos dr. This was part of a system that was explanted. Also included were: cylos dr, MDR 1028232-06-0196 and selox jt 45, MDR 1028232-06-0197.